Manufacturer narrative:
Laboratory analysis could not confirm the reported clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, dried blood/body fluid was noted in the lumen, electrocautery damage was noted in several locations in the lead insulation. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation was not performed due to the electrocautery damage. The device did not pass the guidewire test due to the presence of blood/body fluid.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged during a routine device changeout procedure. The lead was explanted and a new lv lead was successfully implanted. No adverse patient effects were reported.

Event description:
Additional information was received indicating that the lead was returned for analysis.